Event description:
Respiratory therapy dept supervisor called to report that a circuit had ¿sparked¿ in the circuit tubing. The high frequency ventilator and pt circuit was on a pt at the time. There was no injury to the pt.

Manufacturer narrative:
The pt circuit was returned and an eval is underway. A bunnell rep visited the facility on 08-15-2012. It was noted the pt box (which contains the pt circuit), was located directly in from of an hvac return air register. This placement could contribute to the failure of the pt circuit and is being included in the failure investigation. Bunnell initiated an internal corrective action request (car), number 12-2, on 09-14-2012. A supplemental PMA, p850064/s021, was submitted on 09-06-2012 to increase the heater wire insulation temp rating, which will significantly reduce the probability of this type of rare failure occurring. Additional info received from the facility, failure investigation or from the car will be added to this report.